Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Review of the ventilator diagnostic log noted an occurrence of a data acquisition pcba adc reference failure. Factory analysis of the device revealed a loose connection on a data acquisition board connector. If the noted failure were to occur during operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.